Event description:
The consumer was taking a shower when the welding on the seat frame allegedly "went out" and the seat frame was crooked on the right side because the consumer was siting on the chair when it happened. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of this device, the shower commode model 1470793kit serial number (B)(4) uses user manual part number (B)(4) the user manual provides the consumers warnings to help prevent weld breakages. It is unknown if the consumer fully read and understands the user manual. It is unknown if the consumer followed the warnings provided on page 11. "Lock the brakes in the parked position." "Only use the commode indoors and on even, flat surfaces." "If you detect any malfunction, please contact your authorized dealer immediately." "Do not modify or reconstruct the device." "Never carry out work on the pneumatic springs. Please contact your authorized dealer immediately if a pneumatic spring is damaged or faulty." "Observe the information on the label." "Do not overload the commode." "Observe the information on the label." "The commode requires a minimum load of 40 kg for the pneumatic springs to function properly."